Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.5x15mm xience pro stent delivery system (sds) advanced the tortuous marginal coronary artery, heavily calcified lesion. During advancement, resistance was met due to anatomy and the shaft kinked and separated into two pieces. The device had failed to cross the lesion. Another device was used to remove the separated portion. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The separation and kink were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely an interaction with the heavily calcified patient anatomy which contributed to the failure to advance. Furthermore, force applied as resistance was encountered would have resulted in the shaft kinking and ultimately separating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.